Event description:
An aneurx stent graft aortic cuff was implanted in a patient for the endovascular treatment of a 7 cm abdominal aortic aneurysm approximately 3 months ago. The vessel morphology was reported as there was mild tortuous and mildly calcified. There was some thrombosis in the 3 cm in length aortic neck prior to stent graft implant. It was reported that the physician believes there may have been a dissection in the left external iliac at the time of implant which was related to another manufacturer's guidewire. The dissection most likely preventing blood outflow from the contralateral left iliac limb. The patient presented with a cold leg and the CT demonstrated that the left iliac limb was totally occluded. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results and conclusions: thrombosis. Another manufacturer's guidewire.